Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found liquid leakage at septum and e-tubing, then removed the needle. Then nurse found a crack on the septum and tubing.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found liquid leakage at septem and e-tubing, then removed the needle. Then nurse found a crack on the septum and tubing.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8305903 and no related abnormalities were found. Our records determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.